Manufacturer narrative:
B5: upon additional information, the clearlink system continu-flo solution set was used in conjunction with a one-link non-dehp standard bore catheter extension set on one patient. The one-link was ¿placed in the field by ems¿ (emergency medical services). The one-link was used in conjunction with clearlink system continu-flo solution set. The patient received 500ml of intravenous lactated rangers using a non-baxter ¿pressure bag¿. The patient experienced hemodynamic decompensation, tachypnea, shortness of breath, and tachycardia. It was not reported where the air emboli was observed (detection method of the air embolus was not reported). The patient did not receive any medical intervention and has since recovered. Additionally, no leaks were noted in the line and air (bubbles) were not visible in the line. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of patients (reported as between one and four) experienced air embolisms with clearlink system continu-flo solution sets. Air (bubbles) was not visible in the line. The patients are recovering (not further specified). No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.